Manufacturer narrative:
The affected device/products have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant medical products: 10807853;10010454;central line; non bd extension set; 100ml fresenius kabi bag; 500ml b braun mixing container.

Event description:
It was reported that an infusion of tpn programmed at a rate of 19.5ml/hour with a vtbi of 468ml to infuse over 24 hours completed 10 hours earlier than expected in the neonatal intensive care unit. It is noted that the tpn is outsourced from another company and had an over fill of 50ml. The customer received the tpn mix report and the weight of the bag after compounding which matched the ordered volume. The nurse that initiated the infusion did not note any excessive fluid loss when priming. There was also smof lipids 20% infusing at 2ml/hour with a vtbi of 24ml to infuse over 12 hours.

Event description:
It was reported that an infusion of tpn programmed at a rate of 19.5ml/hour with a vtbi of 468ml to infuse over 24 hours completed 10 hours earlier than expected. It was noted that the tpn was outsourced from another company, and had an over fill of 50ml. The customer received the tpn mix report and the weight of the bag after compounding which matched the ordered volume. The nurse that initiated the infusion did not note any excessive fluid loss when priming. There was also smof lipids 20% infusing at 2ml/hour with a vtbi of 24ml to infuse over 12 hours. The event occurred in the nicu. It was later reported that the patient required additional unspecified labs and a point of care blood glucose due to the event.

Manufacturer narrative:
Additional patient information: diagnosis: congenital heart defect s/p repair.

Manufacturer narrative:
Nicu (infant). The customer¿s report of an over infusion of tpn was not confirmed via testing or log review. Review of the pcu event log shows that the vtbi was not programmed to 468 ml, instead the vtbi was set at 145 ml and restored 3 times reaching kvo on two occasions. The total calculated volume infused was 440.1 ml on the source pump module which was infusing for just under 23 hours including the 45-minute delay that was programmed. Functional testing on the source pump module with the customer¿s received set found the device and set operating in specification. The customer¿s returned set was measured for concentricity and was found to be within specifications.

Event description:
It was reported that an infusion of tpn programmed at a rate of 19.5ml/hour with a vtbi of 468ml to infuse over 24 hours completed 10 hours earlier than expected. It was noted that the tpn was outsourced from another company, and had an over fill of 50ml. The customer received the tpn mix report and the weight of the bag after compounding which matched the ordered volume. The nurse that initiated the infusion did not note any excessive fluid loss when priming. There was also smof lipids 20% infusing at 2ml/hour with a vtbi of 24ml to infuse over 12 hours. The event occurred in the nicu. It was later reported that the patient required additional unspecified labs and a point of care blood glucose due to the event.